Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was broken at the distal idlers. Idler pulley spun freely and did not exhibit damage. The cable segment sticks out at the instrument's wrist. The cable broke under tensile loading. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after sterilization and prior to starting a da vinci prostatectomy procedure, the cable was broken. The instrument was not used anymore there were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.